Event description:
The customer reported that the system was arcing and then became unable to perform fluoroscopy x-ray. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage candlestick connectors. The system operates as intended.